Event description:
Reporter indicated high lead impedance readings were obtained for a patient during an office visit. The reporter was advised to disable the vns. X-rays were reviewed by the manufacturer and it was identified the vns lead pin did not appear to be fully inserted into the generator header. No other obvious lead anomalies were noted. Attempts to the reporter for further information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results - x-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.